Event description:
The patient reported feeling pain in the left arm and chest areas with a burning sensation. The patient commented that the wire was jabbing and alleged the lead has caused some damage inside. Follow-up attempts for additional information from the clinic are in progress, but no information was received at the time of this report. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. Continuation of c154dwk implantable cardioverter defibrillator (ICD) 2009-(B)(6). (B)(4)